Event description:
It was reported that an asymptomatic patient presented in clinic for a follow up. One week later on (B)(6) 2014, the physician reviewed the device interrogation and noted that the pulse generator exhibited premature battery depletion and short elective replacement indicator to end of service margin. The device was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).